Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during routine maintenance and testing, it was observed that the angle attachment device was hot. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the device showed signs of vibration. It was determined that this was due to worn bearings inside the nose tube. If additional information should become available, a supplemental medwatch report will be sent accordingly.